Event description:
The customer reported audible alarms were not coming through at their philips intellivue information center (piic). The device was reported to be in use on a patient, but no adverse event to patient or user was reported.